Event description:
Treatment of an aneurysm. On (B)(6) 2013, the patient underwent coiling embolization treatment. During the procedure, it was reported that the concerto coil became stuck inside the terumo catheter. The physician was not able to pull or push the coil while it was inside the catheter. Upon pulling against resistance on the coil, it detached inside the catheter. The physician was able to successfully push the detached implant coil into the vessel. The procedure continued with additional coils and no complications were reported with the patient as a result of the event.

Manufacturer narrative:
Received additional information on (B)(4) 2014 stating that the event date was (B)(6) 2013. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).

Manufacturer narrative:
The pushwire was returned for evaluation broken into two segments, but still retained by the release wire. The evaluation could not determine the cause of the event. The IFU (instructions for use) for concerto coil includes the following warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and the coil." (B)(4).